Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 2/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 1/27/2016 with the following findings: the investigation was unable to duplicate the casing damage to the pump from the original complaint. During visual inspection, it was observed that the returned battery cap had stripped threads and the groove was damaged. The battery cap was stuck and could not be removed from the pump without pliers. A test cap was used to complete the investigation and it was able to securely attach to the pump.